Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trichomoniasis, papanicolaou smear normal, acid reflux (oesophageal), hypertension, nausea, vomiting, knee arthroscopy and shoulder operation. Concurrent conditions included blood cholesterol abnormal, blurring of vision, dental operation, knee operation, atrial fibrillation, tension headache, concha bullosa, chronic maxillary sinusitis, complications of transplanted kidney, sinus headache, arthralgia, numbness, arthroscopy l knee, tubal ligation, patellar tracking disorder, pain in limb, joint effusion, musculoskeletal pain, injury, altercation, tenderness, nose congestion and throat swelling. Concomitant products included antimigraine preparations, codeine phosphate;paracetamol (tylenol with codeine no.3), diclofenac sodium (anti-inflammatory), hydrocodone bitartrate;paracetamol (lortab), ibuprofen from (B)(6) 2006 to (B)(6) 2019 and propranolol. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("pain / pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), headache ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, headache, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered anxiety, bladder disorder, cystitis, depression, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: discrepancy noted for essure confirmation test as essure device was successfully occluded vs plaintiff did not undergo an essure confirmation test. Patient received treatment for events- vaginal bleeding, menorrhagia, bladder disorder, urinary tract disorder, bladder infection, uti, vaginal infection, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2010: some minimal findings of left-sided chronic maxillary sinusitis and some left-sided concha bullosa. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. X-ray - on an unknown date: left shoulder pain and decreased rom status post altercation on (B)(6) 2011. Minimal improvement with conservative treatment r/o rotator cuff tear. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: newly added events- bladder disorder, urinary tract disorder, bladder infection, uti, vaginal infection, vaginal discharge, outcome of the previously reported event- vaginal bleeding, menorrhagia were updated, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') in a (B)(6) year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included trichomoniasis. Concurrent conditions included cholesterol, blurring of vision, dental operation, knee operation, atrial fibrillation, tension headache, concha bullosa, chronic maxillary sinusitis, complications of transplanted kidney, sinus headache, arthralgia, numbness, arthroscopy l knee, tubal ligation, patellar tracking disorder, pain in limb, joint effusion, musculoskeletal pain, injury and altercation. Concomitant products included antimigraine preparations, codeine phosphate;paracetamol (tylenol with codeine no.3), diclofenac sodium (anti-inflammatory), hydrocodone bitartrate;paracetamol (lortab), ibuprofen from (B)(6) 2006 to (B)(6) 2019 and propranolol. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("pain / pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), headache ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, headache, depression and anxiety outcome was unknown and the pelvic pain and migraine had resolved. The reporter considered anxiety, depression, headache, menorrhagia, migraine, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted for essure confirmation test as essure device was successfully occluded vs plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2010: some minimal findings of left-sided chronic maxillary sinusitis and some left-sided concha bullosa. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. X-ray - on an unknown date: left shoulder pain and decreased rom status post altercation on (B)(6) 2011. Minimal improvement with conservative treatment r/o rotator cuff tear. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: headache, migraine, pelvic pain. Concerning the injuries reported in this case, the following one was reported via medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr received: added event: abnormal bleeding (vaginal, menorrhagia), migraines, headaches, depression, mental anguish, pelvic pain. New events from mr added : pelvic inflammatory disease. Event onset date were added. Updated outcome of events pain and migraine from unknown to recovered/resolved. Concomitant drugs, concomitant conditions, lab data were added. Reporters information was added. Date of insertion and date of removal added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.